Manufacturer narrative:
A ge service representative performed an on site investigation. The dose was calibrated and the left monitor and keyboard were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system dose summary would not work. No pt injury was reported.